Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported the user facility's automated impella controller (aic) had a controller yellow alarm. A loaner aic was sent to the user facility.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the original report was filed. Impella console was returned. The error was found to be caused by disruptions in communication between the 4-in-1 and the keyboard. The error was not able to be reproduced despite extensive testing, however preliminary evidence suggests that the issue is specifically caused by a mismatch between the power-on sequences of the 4-in-1 and keyboard controller. The cause of the aic issue was a defective kbd/display.